Manufacturer narrative:
04-jan-2018 product investigation results: reporter returned product on 21-nov-2017. Investigation results showed that wear leading to loosening of one part of the refill is the cause of the complaint. The refill is at its end of lifetime. No manufacturing or design issue.

Event description:
Top and bottom brush inserts come loose and fall off the toothbrush while in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 31-oct-2017 that the top and bottom brush inserts of an (B)(6) dualaction or dual clean brushhead (cross action) come loose and fell off the toothbrush while in the mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: (B)(6) rechargeable toothbrush, version unknown. No further information was provided. 03-nov-2017 consumer follow-up via e-mail: the consumer reported he/she did not have the piece that fell out, but would return the brush along with the top piece of the brush that was still intact. The consumer commented that the top piece came off easily in his/her hand as well. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned product on (B)(6) 2017. Product identified to be an (B)(6) complete action power toothbrush on (B)(6) 2017. Product investigation is in progress.

Event description:
Top and bottom brush inserts come loose and fall off the toothbrush while in mouth [device breakage] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the top and bottom brush inserts of an (B)(6) or dual clean brushhead (cross action) come loose and fell off the toothbrush while in the mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: (B)(6) toothbrush, version unknown. No further information was provided. 03-nov-2017 consumer follow-up via e-mail: the consumer reported he/she did not have the piece that fell out, but would return the brush along with the top piece of the brush that was still intact. The consumer commented that the top piece came off easily in his/her hand as well. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top and bottom brush inserts come loose and fall off the toothbrush while in mouth [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that the top and bottom brush inserts of an oral-b dualaction or dual clean brushhead (cross action) come loose and fell off the toothbrush while in the mouth. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported he/she did not have the piece that fell out, but would return the brush along with the top piece of the brush that was still intact. The consumer commented that the top piece came off easily in his/her hand as well. No further information was provided.